Event description:
It was reported when the device was used during a rectal procedure, the formation of the staples were not complete after firing. Another device was used to complete the case. There was not patient consequence.